Event description:
It was reported that surgery time was delayed 50 minutes due to inability to seat the insert. A back up device was used and the surgery was completed without further incident.

Manufacturer narrative:
.